Event description:
Pilot drill broke during the placement of the locator overdenture implant (lodi). Clinician was able to retrieve it from the pt's bone, but as a consequence, the osteotomy was widened and therefore, the clinician was unable to use the lodi implant. A larger diameter implant was used instead.

Manufacturer narrative:
The drill was retrieved from the pt's bone, but in the process, the osteotomy site was not wider than originally intended to properly achieve primary stability with the placement of the lodi implant. In this case, the clinician was able to place another larger diameter implant during the same pt visit. However, this scenario could potentially lead to the implant being replaced during another visit, which would require additional surgical treatment (considered as severity 3 = serious harm). The area of failure the lead to the drill fracture was most likely caused by applying a side lateral load while drilling the osteotomy. The failure point of the drill will have the greatest moment arm and would further substantiate the likelihood that the drill experienced an off axis force rather than just the vertical or torsional load expected in normal drilling. Since the fracture was likely due to the incorrectly applying a side load while use the drill and no other defects noted, the root cause is likely related to improper technique or misuse. Since the distributor was unable to provide zest with the lot number, zest was unable to review the specific lhr records. However, all zest products that are shipped out must meet their specific product specifications and must be approved for product release. Any issues are successfully resolved prior to the release of all implants. No further action is required.